Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The device was found out of specification in relation to the customer reported volume of pump is low even kept in high which was reproduced. The reported condition was verified. The cause was determined to be a loose speaker. The rear case was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump volume was low even kept in high. The reported problem was found during testing at the biomed service department. There was no patient involvement. No additional information is available.